Event description:
It was reported that a patient underwent a surgical procedure on an unknown date. During the procedure, the needle tip broke off. The needle tip was retrieved during the same procedure with no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.